Manufacturer narrative:
The manufacturer previously reported a ventilator alarmed and stopped working. There was no patient harm or injury. The manufacturer further evaluated the device and determined the piston did not need replaced. The piston was cleaned to address the issue and the ventilator passed all testing.

Event description:
The manufacturer received information alleging a ventilator quit working and alarmed. There was no report of patient harm or injury. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. During evaluation, the piston was found to be stuck. The device's piston needs replaced to address the issue.